Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between january 2012 and december 2014. This is 2 of 3 reports for this event. The device is not available.

Event description:
The article presented a search of the FDA manufacturer and user facility device experience (maude) for reports of stent retriever experience from january 1, 2012, to december 31, 2014. All total 57 reports were reviewed in the maude database. Each FDA report was reviewed for mention of stent detachment, separation or fracture. When available, procedural details and timing of detachment were recorded. Stent detachment or fracture was documented for seven (7) patients. There were five (5) reports out of seven (7) of retrieval device detachment attributed to device entanglement in a proximal carotid stent. This complaint is for the stent retriever device detachment attributed to device entanglement in a proximal carotid stent.

Manufacturer narrative:
Review of the manufacturing records, including relevant device history records (DHR) could not be performed due to the retriever device catalog and lot numbers were not reported; however, the device is believed to have met specifications because all devices are 100% inspected prior to release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information received, the retriever stent caught on a proximal carotid stent and separated from the delivery wire. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, an assignable cause of operational context has been assigned to the reported issues.

Event description:
The article presented a search of the FDA manufacturer and user facility device experience (maude) for reports of stent retriever experience from (B)(6) 2012, to (B)(6) 2014. All total 57 reports were reviewed in the maude database. Each FDA report was reviewed for mention of stent detachment, separation or fracture. When available, procedural details and timing of detachment were recorded. Stent detachment or fracture was documented for seven (7) patients. There were five (5) reports out of seven (7) of retrieval device detachment attributed to device entanglement in a proximal carotid stent. This complaint is for the stent retriever device detachment attributed to device entanglement in a proximal carotid stent.